Event description:
It was reported that pump displayed recurring malfunction alarm code 12 with associated fault ID 0x2071, and there were at least three occurrences of the same malfunction on the same pump despite prior resets. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, was instructed to switch to multiple daily injections as backup therapy, and was provided a replacement pump with updated software along with instructions for putting old pump into storage mode, returning it within 10 days, and programming settings and connecting continuous glucose monitor on replacement pump.